Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the system explant, the lead at the s3 system (reported under manufacturer reference number: 1627487-2020-22459) inadvertently snapped at the foramen above the contacts. The physician was unable to remove the distal end of the lead and had to leave it implanted.